Event description:
A #6 tracheostomy, cuffed (shiley) was inserted on (B)(6)2012 and was unable to hold any air in the cuff by (B)(6)2012. This resulted in hypo ventilation and emergency tracheostomy change. Diagnosis for use: ards secondary to als.